Manufacturer narrative:
The reported event of unable to implant could not be confirmed. Visual inspection showed that the inner and outer helix lengths were within specification. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the lp was unable to be implanted due to unknown reasons. The patient condition was unknown.